Event description:
It was reported to us by the FDA, report number mw1042791, that patient experienced severe abdominal pain, bleeding and numbness in arms and other health problems. Mesh was explanted.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.